Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported shaft kink was able to be confirmed. The reported inflation issue was unable to be tested due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment, inflation issue or kink from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a right coronary artery. A 3.0 x 23 mm xience xpedition was advanced to the lesion; however, it would not inflate. When removed from the anatomy, the hypotube was kinked and once outside the anatomy, the shaft "snapped" and separated. There was no reported resistance during advancement. Another stent delivery system was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.